Event description:
Surgeon damaged the implant during surgery.

Manufacturer narrative:
The following updates were made to the report: adverse event, outcomes attributed to adverse event, date of this report, manufacturer name, city and state, UDI, contact office name/address/phone number, type of report, type of reportable event, if follow-up, what type, unchecked evaluation summary attached, h6) event problem and evaluation codes, and additional narratives/date. Evaluation summary was removed as an attachment. The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Investigation revealed that the outer shell was torn by the surgeon during fill, resulting in deflation. The implant functioned as intended prior to surgeon intervention. The reporting healthcare facility corroborated this conclusion.

Event description:
Deflation resulting in explantation.

Event description:
Surgeon damaged the implant during surgery.